Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit in one of the gas modules was replaced and resolved the reported problem with failure in internal leakage test during pre-use check. The replaced nozzle unit was discarded and has not been available for further investigation. No log files have been received for investigation. If this fault with a leaking nozzle unit happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined. H3 other text : 4115.

Event description:
Manufacturer ref.#: (B)(4).